Manufacturer narrative:
Field service representative (fsr) called customer concerning the report that the computer was locking up and with the assistance of tech support, determined there was a corrupt file and assisted customer remove the file. Once removed, the customer reported the system works fine.

Event description:
Customer reports the infimed is freezing up. This occurred during a procedure, and staff was able to complete the procedure with rad shots, but they were not able to fluoro. No reported injury and no additional details are available.